Manufacturer narrative:
Device eval by manufacturer:the guidewire returned for analysis. The guidewire had the distal tip kinked/bent. The polymer jacket distal end was detached and it was not returned. The detached section was located approximately at 298.4 cm from the proximal end. The kinked/bent section found in the distal tip was located approximately at 297 cm from the proximal end. No more visual damages were found in the device. The outer diameter of the middle and proximal section of the device were within specification.

Event description:
It was reported that the guidewire tip detached inside the patient. A savion flx guidewire was selected for a procedure. While crossing the pedal plantar loop, there was no heavy calcium, but the guidewire bent back on itself, and the distal tip of the guidewire detached in the distal anterior tibial artery. The physician was able to retrieve the guidewire fragment with a non-bsc snare. The procedure was completed, and there were no patient complications reported.